Manufacturer narrative:
Only pump was returned for analysis. The pump was received with a confirmed motor stalled with no recovery in the logs. During destructive analysis the technician found significant residue on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. No infusion testing was perform by rpa due to the motor stalled that did not recover. : eval code-result was updated. Eval code-conclusion was updated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-nov-04 by a manufacturer's representative. The pump was explanted on (B)(6) 2016, and the patient recovered without sequela; no patient injuries reported. The pump was removed due to the motor stall. It was noted that a dye study was performed and the result was negative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a health care professional via a manufacturing representative regarding a patient who was receiving dilaudid (concentration 20mg/ml, dose 7.123 mg) and bupivacaine (concentration 28 mg/ml, dose 9.973 mg) via an implantable pump. The event date was (B)(6) 2016. A motor stall occurred, the pump was explanted on (B)(6) 2016 and replaced, it was noted that the pump would be returned, at the time of this report, the hospital was still in possession of the explanted pump. The pump contained of label drug-dilaudid and bupivacaine and this was a factor that may have led or contributed to the issue. Diagnostics/troubleshooting were noted as error code 8475 seen on the personal therapy manager (ptm), the doctor had the patient come into the emergency room, the pump was read and it was confirmed that a motor stall occurred on (B)(6) around 7:30am and did not recover. The patient withdrawal symptoms including nausea, sweating and diarrhea. At the time of this report, the issue was resolved, patient status was "alive - no injury".

Event description:
Additional information was received from a device manufacturer representative (rep). The date of implant was stated to be (B)(6) 2011. The pump's indication for use was chronic pain. The error code seen on the ptm was 8476 [motor stall], not 8475. The pump was in pathology and was requested back so it could be sent to the manufacturer. The patient was released from the hospital on (B)(6) 2016 and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.